Manufacturer narrative:
(B)(4). The complainant indicated that the device is disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during an anterior repair procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient experienced pain in the bum and leg. After the inspection, the physician found out that the pain could be due to nerve pressure. He then removed the uphold mesh. The procedure was completed with another uphold¿ lite pelvic floor repair kit. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.